Event description:
It was reported that during a stenting treatment procedure a stent fracture occurred. In 2008, the patient underwent cardiac catheterization and the physician implanted a taxus express2 stent in an unspecified lesion. After deployment, the stent fractured and "pieces of metal were floating through the patient's system" and the patient "coded." It was noted that the patient could taste the "drug eluting medication" from the taxus express2 stent. No additional patient complications were reported and the patient's current condition is okay. Additional information was requested and is not available.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).